Event description:
It was reported that the remote monitor transmission noted the pacing impedance as greater than 3000 ohms. It was further reported that after attempting to contact the patient, the patient was found to be deceased. Additional information obtained from the physician's office reported the patient died at home. The cause of death is not known and the patient is believed to have died several days prior to the scheduled remote monitor transmission.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.